Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. We replaced and upgraded meter and test strips with true metrix product

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/19/2018 and open vial date is (B)(6) 2017; customer's strips are part of recall. The meter memory was not reviewed for previous test result history; customer refused to go through meter memory to obtain previous results.